Event description:
The user reports that in the past few weeks she started hearing strange noise and having unpleasant feelings when using the device . The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode as might be caused by external mechanical influences is determined to have led to device failure over time. In situ measurements show various channels short circuited. However, during investigation the exact location of the damage could not be determined due to the device's received condition. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that in the past few weeks she started hearing strange noise and having unpleasant feelings when using the device . The clinic and user will discuss the next steps.